Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error was due to a cable break within the c-arm. This led to the error message "error asp_msy_7009: slot diaphragm failure" and ultimately caused the slit diaphragm to fail and overexpose the image. The customer could still proceed with the examination and improve the image quality by: stopping the "adr" (automatic dose control) mode, positioning the c-arm appropriately, using the x-iris collimator, using additional zoom levels, and/or manually adjusting the image quality, however, the customer decided to switch to a different system. The service technician used a replacement cable, which is already present in the system's cable harness and is intended for such purposes, to resolve the error. The system was tested for function and is working as specified. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. During an emergency procedure, the user reported that the system displayed an error message and the system was no longer operable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.